Event description:
It was reported that the autoclavable camera head experienced a pinhole in the cable during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This initial report was sent in error as the customer indicated there was no pinhole in the cable. There was no malfunction reported by customer that would cause or contribute to a death or serious injury if it were to recur. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose cable, image capture unit damaged, scope mount and electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.